Event description:
It was reported complainant states "non-deflation".

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. A quality evaluation was performed on (B)(6) 2014. One used size 16x10. Two-way standard sec foley catheter of opaque quality. Product fitted with bespak valve, orange preprinted shrink sleeve carrying information as per medline specification. Balloon was filled with fluid upon receipt. Product showed no sign of material degradation or discoloration. The product was examined and it was observed that the inflation lumen inside the balloon had collapsed. Water could be drained from the balloon when insert the syringe luer tip into the valve and released the syringe plunger. The balloon sleeve was removed and it was observed that the latex above the inflation lumen had been stretched. The outer diameter of the balloon section and the catheter shaft when gauged were in specification. Review of the inspection work order did not reveal any collapsed airline defect detected during the inspection. Review of the risk assessment file does not reveal any collapsed airline defect detected during the inspection. Review of the risk assessment file does cover potential cause and it's controlled. Review of the complaint trend from 2009 to ytd april 2014, revealed an increasing trend could be observed. However, internal corrective action has been assessed as part of the record to address the confirmed complaint. Analysis on the returned samples provided revealed they did not perform to our requirement. This complaint issue has been investigated previously and documented in the CAPA system to address the confirmed complaint to prevent future occurrences. This particular lot was made before the CAPA implementation. Thus, no further evaluation needed and complaint can be considered closed. No additional patient/event details have bene provided to date. Should additional information become available a follow-up report will be submitted report to the FDA on june 09, 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.